Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter . Customer reported receiving readings of "lo" (less than 20 mg/dl), 178 mg/dl and 202 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during control solution testing. At this time the reported test strips have not been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the strips is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter . Customer reported receiving readings of "lo" (less than 20 mg/dl), 178 mg/dl and 202 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.